Event description:
It was reported that during implant, the helix would not extend after over 50 rotations. The lead was removed and the helix was exercised revealing that the helix screw was unable to be deployed. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.